Event description:
Additional information was received that noise resulting in oversensing was noted on the rv lead. Rv lead insulation damage was suspected but this was not confirmed. X- ray imaging was performed; no anomalies were noted.

Event description:
During a remote follow up, noise and decreased sensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced during a routine device exchange to resolve this event. The patient was stable.